Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of pain, swelling, possible streptococcus infection, hardness, and slightly "knotty" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain, swelling, possible streptococcus infection, hardness, and slightly "knotty" as follows: precautions for use: ¿ "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area."

Event description:
Patient reports they were injected to the cheek area with unspecified juvéderm® voluma¿. Two months later they were injected again for "optimisation of results." Ten weeks after the second injection patient developed pain and slight swelling at the injection sites which lasted for four days. After a week the right cheek swelled until below the eye and lasted for approximately four days. Patient was then reviewed by the injecting physician who "talked about a possible streptococcus infection, took a cheek swab and blood." The patient is not feeling sick, does not have an infection, and their last angina was decades ago. The patient reported that the physician "said that [the patient's] body would build antibodies against the streptocci in the hyaluronic acid and that is where the reaction comes from." In addition, the injected areas feel "hard and slightly knotty," which the patient believes confirms the physician's hypothesis. The patient reports they would "still have to use antibiotics for 10 days" even if the blood and swab results are negative and that if there is another swelling they "have to take prednisolone." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00399 ((B)(4)). This is the first MDR submitted for the first suspect product, the first injection of unspecified juvéderm® voluma¿.